Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument was observed to have an unspecified issue. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the reported issue with the instrument was clarified as a frayed cable. The event date (B)(6) 2025 or (B)(6) 2025 was not confirmed. Patient demographics and patient related information was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. A piece measuring approximately 26.19 mm x 5.18 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.